Event description:
A (B)(6) old female patient with congenital abnormality and anal atresia was implanted with an acticon device on (B)(6) 2005. On (B)(6) 2008, the entire device was removed and replaced due to fluid loss. A request for the device was sent and the device was not returned for analysis. No further information has been provided.

Manufacturer narrative:
Additional information: catalog #: 72402104, 72402287; (B)(4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than it's usual.